Event description:
It was reported to boston scientific corporation that a wallflex biliary rx partially covered stent was used during a stent placement procedure on (B)(6) 2009. According to the complainant, during attempts to deploy the stent prior to reaching the deployment limit marker, the stent did not fully deploy. The stent could not be reconstrained. The stent system and the partially deployed stent were removed. Upon removal of the system, it was noted that the outer sheath appeared to have accordion (buckled) like damage. The procedure was completed with another wallflex biliary rx partially covered stent. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4), (partial deployment, unable to reconstrain, sheath accordioned). Although the suspect device has been received, the evaluation has not been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).